Manufacturer narrative:
Customer complaint of rv setscrew issue could not be confirmed. Rv septum and setscrew were not returned for analysis. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator change out procedure. During procedure, it was noted that the right ventricular set screw was stripped. It was removed with a set screw removal kit. The device was explanted and replaced. The patient was in stable condition.